Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the reported malfunction. System inspection revealed no errors or noted anomalies. System imaging within specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have a dark image that could not be adjusted.